Event description:
A complete insertion of the electrode array was not achieved during the initial implantation and further electrode migration is suspected. Hearing performance with the device is affected. The recipient was reimplanted on (B)(6) 2021 this report refers to 9710014-2021-00710. For further information please refer to this report.